Event description:
Reportedly, lar, dr fired roticylator 30-4.8 to close distal rectum. But after fired, dr found that there was no staples. 8/30/2006: per rep, confirmed that this was a serious injury/adverse event. Will change to serious injury. Procedure: lar.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.